Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 268 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.